Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. A visual inspection by the naked eye was performed which observed a small hole in the tubing. Functional tests which included leak, clear passage and clamp function tests were performed. During the functional testing a leak was observed beneath the twist clamp in the tubing between the occluder feet due to a small hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. Extension: ext. (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pd fluid leak out of the roller clamp area of a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient did receive antibiotics for prophylaxis. No additional information is available.